Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart and a cold reset was performed alarm as well as distortion on liquid crystal display screen. No harm requiring medical intervention was reported. Customer reported that they were able to clear the alarm and was able to complete rewind. Customer troubleshooting was performed. Customer stated that the alarm occurred after battery change. Customer could not read the insulin pump screen and did not functioning as designed. The insulin pump will be returned for analysis.